Event description:
Reporter stated that pt obtained a blood glucose result of 413 mg/dl, while using the suspect device. Reporter indicated that pt's blood glucose was immediately retested, on a physician's device, with a result of 126 mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.